Event description:
It was reported the patient had a loss of pain relief due to lead migration. The lead was replaced and the patient recovered without sequela. Follow up from the health care provider reported the cause of the event was lack of therapeutic effect. Revision was done (B)(6) 2013. The next appointment with the patient was (B)(6) 2013.

Manufacturer narrative:
Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. (B)(4). Analysis of the lead (serial # (B)(4)) revealed no anomaly. Analysis of the lead (serial # (B)(4)) revealed no significant anomaly but it was noted the outer insulation was cut.